Manufacturer narrative:
The unit was received with operating currents within specifications. The unit passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No frozen or time anomalies were found. The unit alarmed button error followed by intermittent buttons due to corroded keypad traces. The unit was received with a cracked case at the display window corners, cracked battery tube threads, a partially broken reservoir tube lip, a missing reservoir tube lip o-ring, a missing end cap sticker, a missing back address serial number label, and a minor scratched lcd window.

Event description:
The customer called to report a button error alarm and a frozen display. The customer's blood glucose reading was 142 mg/dl. The customer inserted a new battery and the display returned, and the customer was able to clear the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.